Event description:
The customer reported that the hosp had a power surge and lost electrical power while the ventilator was in use on a patient. At the loss of hospital ac power the ventilator shut down and alarmed, but did not switch over to backup battery power. The customer reported there was no patient harm. The manufacturer's service technician noted a diagnostic code in the ventilator log history that indicated a +24 volt power fail condition. The service technician confirmed the ventilator would not operate using the backup battery to correct the problem. Extended self testing (est) was performed and the ventilator passed per operating specs.

Manufacturer narrative:
Na